Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the battery was "chirping" in the demo request replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: a review of the pump¿s black box data revealed evidence of partially discharged batteries installed. There was no visible damage to the battery cap. The pump powered on with no alarms. The electrical current draws measured within specifications. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no damage was observed inside the pump. Unrelated to the initial complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.